Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant procedures, glistenings were observed on the iols. Additional information has been requested. This report is the second of two medical device reports associated with a report provided by this surgeon.